Event description:
The pt was enrolled in the program in 2004. Target lesion 1 was identified in the ramus with 90% stenosis and a 2.5 mm reference vessel diameter. Target lesion 1 was treated with placement of a 2.5 x 12 mm taxus express2 drug eluting stent. Residual stenosis was 0%. Target lesion 2 was identified in the prox cx with 80% stenosis and a 2.5 mm reference vessel diameter. Target lesion 2 was treated with placement of a 2.5 x 20 mm taxus stent. Residual stenosis was 0%. Target lesion 3 was identified in the dist rca with 70% stenosis and a 3.0 mm reference vessel diameter (per crf). Target lesion 3 was treated with placement of a 3.0 x 12 mm taxus stent. Residual stenosis was 0%. The pt was discharged on the following day on asa and plavix. The pt presented to the ER in about 3 1/2 months later after a 4th episode of near syncope and shortness of breath in one month. Cardiac catheterization in jun 2004 revealed 70% proximal stenosis in the rca (no info was given regarding the conditions of the previously placed stents). EKG and cardiac enzymes were within normal limits. The pt was transferred and admitted to the study site 5 days later. A 5 x 12 mm express stent was deployed to the prox rca. Residual stenosis was 0%. The pt was discharged the following day on asa and plavix. Causality: relationship to taxus stent: no related.

Event description:
Clinical study. Same case as MFR # 6000089-2004-00810, 00811. After a coronary drug eluting stenting treatment procedure, target vessel reintervention was performed on the left anterior descending, left circumflex, and right coronary artery. Additional info has been requested.